Event description:
Right- side capsular contracture baker grade 3.

Manufacturer narrative:
The device was returned intact and functional with light yellowing and some bubbles observed in the gel. No additional observations.